Event description:
It was reported that during an unknown procedure, the stapler "would not release the tissue." The suture was used to seal the resulting hole in the anastomosis. The surgery was delayed by ten minutes. They sutured the defect.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: where within the gap setting scale was the orange indicator prior to firing? Very bottom of the scale, 1.5mm. What confirmation was received that the device was fully fired? Audible and tactile indication. Were there any issues with staple formation? Yes. Was the staple line complete? Appeared to be so. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? No. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes, good donuts. If the device fully cut, were both donuts complete? Yes. Could you please provide more how device was removed/opened? 2 full turns, then snaked out. How many counter-clockwise revolutions were used to open the device? - 2. How was it confirmed that the anvil was free from the tissue prior to removing? Anvil appeared to be stuck on anterior portion of the tissue. After firing was the adjusting knob turned ½ to ¾ revolutions? - no, 2x per new indication was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No. Who fired the device? Assisting surgeon. Who removed the device? Assisting surgeon. Was the safety reset prior to removal? Yes. Was there any change in the procedure? Point of leak was oversewn. Could you please clarify if there were any patient consequences? No. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/08/2022. D4: batch # 550a98. Additional information was requested, and the following was received: how many counter-clockwise revolutions of the adjusting knob were completed to release the device from the anastomosis? Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage. Only an anvil half washer was present and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if you rotate the device and it does not freely release from the anastomosis or if the device does not withdraw easily, turn the adjusting knob counter-clockwise one additional complete revolution (360º), then attempt removal again by rotating the device 90° in both directions taking care to minimize movement of the distal tip. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. Firing the device with an unsecured anvil will result in malformed staples, incomplete cut line, bleeding, leakage from the staple line and/or difficulty removing the device. While closing the device, keep the organ segments in the proper orientation. Inspect to ensure. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/08/2022. How many counter-clockwise revolutions of the adjusting knob were completed to release the device from the anastomosis? 2 full 360 degree rotations.